Event description:
A report was received stating that during use on a patient, the cannula broke off of the administration set and remained inside the patient. Patient contacted their physician who did not recommend any action. No permanent adverse effects to patient reported.

Manufacturer narrative:
Manufacturer completed the entire form. Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.